Manufacturer narrative:
Evaluation summary: one empty tray was received. No trocar sample has been returned for evaluation for the report of leaking trocar; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No sample was returned and the device history record review of the lot number provided indicated product was processed and released according to the product¿s acceptance criteria, therefore the root cause for the defect experienced by the customer cannot be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available.

Event description:
An ophthalmic doctor reported leaking trocars during a procedure. Two of three trocars leaked, the third was not tested. The procedure could be completed without any patient harm. Additional information has been requested and received. This is one of three reports being filed for the same facility. This report is for the event occurred on (B)(6) 2017. The alcon reference numbers are:(B)(4).